Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to positioning the leadless implantable pulse generator (ipg), heart block was seen due to mechanical trauma to the right bundle. After the ipg was deployed heart block was no longer noted. The ipg remains in use. The patient is a participant of the product surveillance registry study. No further patient complications have been reported as a result of this event.